Event description:
It was reported the patient developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# 419388, a proximal portion was received measuring 52 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d284trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013, explanted: (B)(6) 2013 ; product ID 6931 implantable tachy lead, implanted: (B)(6) 2007, explanted: (B)(6) 2013; product ID 5568 implantable pacing lead, implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).